Event description:
The clinician reported, after 3 months of implantation, the clinician was unable to inject medicine through the port. An x-ray confirmed that the catheter had broken and flowed to the patient's heart. The patient was taken to the cath room where all components were successfully, surgically, removed. There were no reported patient complications and the patient is doing well.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.